Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 25 mm trifecta valve was implanted. During an office visit on (B)(6) 2016, the patient was found to have worsening prosthetic aortic stenosis. On (B)(6) 2017, the valve was explanted and replaced with 25 mm ce pericardial magna valve prosthesis. The patient's postoperative course was uneventful and was discharged home in stable condition on (B)(6) 2017. (Clinical study patient (B)(6))